Manufacturer narrative:
Device manufacture date: (B)(4), 2018 - (B)(4), 2018. The device was received for evaluation. Visual inspection revealed a white drug residue located at the untightened blue winged luer cap. Functional leak test was performed by filling the unit with green colored water. After fill, the luer cap was tightened and monitored until the next day. No leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked during the dispensing stage, prior to use. The ¿butterfly¿ cap at the flow rate control section was cross-threaded resulting in a pool of fluid. The device was filled with 5000mg fluorouracil hs in 115ml 0.9% sodium chloride (nacl). There was no patient involvement. No additional information is available.